Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that during sterile processing department (spd) inspection on an unknown date, the sliding carriage was noted to be cross threaded and seized on two (2) holding sleeves and a schanz screw blunted trocar. There was no patient involvement. During manufacturer¿s preliminary analysis of the returned devices it was noted that wing nut of holding sleeve had broken off and the schanz screw was noted to be stripped and bent. This report is for one (1) holding sleeve 105mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Flow: broken. Visual inspection: the holding sleeve was received at us cq with the wing nut broken off from the holding sleeve. Also, the schanz screw is stuck within the holding sleeve and the 2 parts could not be separated. Dimensional inspection: the schanz screw is stuck within the holding sleeve and us cq is unable to separate the two parts. Dimensional analysis was not performed as relevant features could not be measured. Document/specification review: the following drawing(s) was reviewed; holding sleeve with wing screw 105mm a device history record (DHR) review could not be performed as the lot number is unknown. The service and repair evaluation states the following: the customer reported the holding sleeve had a part cross-threaded on it. The repair technician reported the attachment was stuck in the holding sleeve, and the ball on the holding sleeve was broken off and missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Conclusion: the complaint condition is confirmed as the holding sleeve was received at us cq with the wing nut broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.